Manufacturer narrative:
Product complaint # (B)(4) additional narrative: 510k: this report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing cervical fusion. The following complications were reported as follows: patient no. (B)(6) male had removal of skyline plate. Patient no. (B)(6) male had removal of uniplate. This is for depuy spine skyline plate and uniplate. This report is for (1) unknown plates this report is 4 of 4 for (B)(4). This file complaint is related to (B)(4), which captured allegations on synthes devices.